Event description:
It was reported that during a gyn case, the device locked down on the tissue. Opened another instrument to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass, as the right side was 1/4 fired and the left side was fully fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and it was found damaged. A sled was also damaged. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the mfg process.